Event description:
It was reported that patient stated that she is having "pain in the area of the device and it feels like its moving around in there." The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.